Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on a bd insyte¿ autoguard¿ shielded IV catheter was found bent causing an incomplete needle retraction. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. In process samples for foreign/non foreign material, particulate loose or embedded were conducted at various stages throughout the process, all the inspections passed per specifications. No significant discoveries were disclosed. DHR review disclosed no indication of the alleged defect as there were no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pr. Visual analysis received one 24g bd insyte autoguard IV catheter unit accompanied within an opened package from lot 7030929. The unit had all components present. The needle/hub was partially retracted within the safety shield (barrel) and bent near the tip. The needle was slightly retracted back within the catheter which caused the tubing to slightly curve in the area of the bend and crinkle. The activation button was completely depressed. No other anomalies or damage was observed. Visual/microscopic examination: using caution; removed the protective needle cover. Observed the needle was bent at the notch. Observed there were corresponding scratches/markings within the protective needle cover. Conclusions: confirmation of the defect of catheter bent, as stated in the pir, was conclusive based on the observations of the unit provided for this incident. It was confirmed that the cannula was bent at the notch with corresponding scratches within the needle cover. Root cause: relationship of device to the reported incident: manufacturing ¿ based on the findings resulting from the evaluation of the unit and photos provided for this incident; the root cause of the defect was attributed to the manufacturing process.